Event description:
It was reported when using the bd pyxis¿ medstation¿ es, there was hardware failure, unable to recover drawer. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 4 in the main has failed. A field service engineer replaced the drawer flex cable, adjusted the bus cable and tested it in the hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.